Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high and that she had to go to the hospital despite treating with manual injection. The blood glucose reading was 600 mg/dl. The customer was having difficulty inserting the infusion sets. The customer could not complete troubleshooting and was advised to call back.